Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user requested to return the ilet system after experiencing frequent low blood glucose episodes and feeling overwhelmed while using the device, and the device was discontinued by the user. Symptoms included hypoglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included internal review of the complaint, case assessment, and coordination with field and clinical support for return authorization and credit processing. Investigation of this case revealed no device alarms or malfunctions reported and no component defect identified, and the event was categorized as cause unclear with respect to hyperglycemia per available coding, while the narrative described recurrent hypoglycemia and user burden without a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information to link the event to a device malfunction.